Manufacturer narrative:
The customer replaced the hard drives themselves and that resolved their issue. Device not returned.

Event description:
The customer reported that the central monitoring system (cns) made a sound and then the screen went black. The customer restarted the cns but the windows screen came up, and it stopped and stayed on this screen. The customer then restarted the cns again and it would not start-up.